Manufacturer narrative:
Not returned. As of this report, the device has not been returned for analysis. There is no add'l info related to this event. We will continue to investigate the complaint, and if add'l info becomes available, the event will be reopened. In june, 2005, guidant (now boston scientific crm) issued a physician communication regarding a deterioration in wire insulation within the lead connector block that may, with other factors, result in an electrical short circuit. Mfg changes to prevent this failure were made in april and november of 2002. This device was mfg before april 2002, and is included in this population. While this device was part of the advisory population, we do not have sufficient info to determine if this device behaved in the manner described in the advisory.

Event description:
Boston scientific crm rec'd info that the pt implanted with this implantable cardioverter defibrillator (ICD) expired due to unspecified cause. At the time of the pt's death there were no allegations against the functionality of the device. Now two yrs later, the family of the pt has retained legal counsel and filed a lawsuit.